Event description:
It was reported that the patient was not cooling on the arctic sun device. The target temperature was 33c but the patient temperature was 35.8c/35.9c for the past three hours. There was a good flow, the water temperature was in 5c range, the temperature was via foley, 4 arctic gel pads were in use and the trend was in the center. There was no sedation given. They were reassessed and could use another arctic gel pad to cover the abdomen area. The second temperature was correlating. Mss recommended adding a universal pad and when the temperature was still not responding and to have a discussion with the managing director.per follow up via nurse on (B)(6)2020, the nurse stated that the patient was able to meet target and complete therapy. No other information was available.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable.h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The target temperature was 33c but the patient temperature was 35.8c/35.9c for the past three hours. There was a good flow, the water temperature was in 5c range, the temperature was via foley, 4 arctic gel pads were in use and the trend was in the center. There was no sedation given. They were reassessed and could use another arctic gel pad to cover the abdomen area. The second temperature was correlating. Ms&s recommended adding a universal pad and when the temperature was still not responding and to have a discussion with the managing director.